Event description:
It was reported that the patient presented to the hospital for unrelated symptoms. Upon device interrogation, the right atrial (ra) lead exhibited atrial loss of capture and was capturing the ventricle instead. Far r oversensing was noted as well. X-ray was performed and revealed atrial lead dislodgement. The patient presented for a lead revision procedure. During the procedure, the physician noted that the helix would not extend on the lead. The physician explanted the lead, and a new one was implanted. The patient was in stable condition.